Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted no setscrew marks were found on the terminal pin or terminal ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead presented with high out of range pacing threshold and impedance measurements. The rv lead was repositioned several times but the measurements did not change. This rv lead was extracted and successfully replaced. No adverse patient effects were reported. The rv lead will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.